Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported, that when using the evis exera iii xenon light source. The doctor gets into the bowel and brightness did not adjust, and the images were dark during the procedure. The patient was sedated during the entire procedure and no error messages were noted. The intended procedure was completed with the same device. And there were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The customer was instructed to replace the lamp and the issue was resolved. A supplemental report will be submitted if any additional information is provided by the user facility.